Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be verified. However, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged with the usb cable and wall adapter. It was confirmed that the charging supplies were able to successfully charge another device. The customer's bloods glucose level was 167 (mg/dl). A bolus via the pump was delivered. It was indicated that the customer would continue to use the pump until the replacement pump was received.